Event description:
It was reported that an artificial urinary sphincter (aus) was implanted in the patient who had an existing sling device. The reason for the aus implantation was no provided. The sling device is not expected to be returned. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.